Manufacturer narrative:
(B)(4).

Event description:
It was reported that during revision of atrial lead, high thresholds was noted on the right ventricular lead. The lead was explanted and replaced successfully.